Event description:
During replacement due to normal battery depletion, high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.